Manufacturer narrative:
The device was received fully deployed. No abnormalities were seen in the download data. The exposed portion of the soft cannula was observed to be stretched, flattened and torn. The length of the soft cannula was measured to be out of specification. During fluid path test, fluid was found exiting through multiple tears in the exposed portion of the soft cannula. It could not be conclusively determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 18.6 mmol/l (335 mg/dl) while wearing the pod between 1 and 4 hours on the arm.